Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulse field ablation (pfa) interventional procedure. Reportedly, the physician accidentally pulled out the device while the foot was still open. The sheath was upsized to a 16.8f sheath and the pfa procedure was completed. Hemostasis was achieved with a figure of eight stitch. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to user error. Based on the reported information the account reported the user inadvertently pulled the device out. It is possible that the device was malpositioned leading to the device being inadvertently pulled out. This would support why there is no tissue damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.